Event description:
The complainant reported a patient in shock vitals due to heart failure associated with thyroid crisis was implanted with an impella cp device and placed on extracorporeal membrane oxygenation for mechanical circulatory support. During support, purge flow abnormalities had been reported: ¿although there was no problem with the purge pressure, the purge flow rate fluctuated between 0ml/hr and 12ml/hr, which was considered abnormal. After replacing the purge housing with a new one, it started operating normally, so it was thought that there was a problem with the purge housing¿. This complaint was related to a clinical procedure. There were no adverse events caused by the reported automated impella controller issue. The patient recovered heart function and was successfully weaned and removed from impella cp support.

Manufacturer narrative:
The investigation has been completed. No product was returned. Console logs from the reported day of event are consistent with complaint and show some abnormal purge flow behavior (sudden purge flow drops to 0), while purge cassette was used. Also numerous ¿imc-ahp error¿ messages were recorded in imc logs, suggesting possible purge cassette communication issues, or incorrect purge cassette installation. Investigation into the purge cassette concluded the issue to be most likely use-related. Console ic6642 had been requested but had not been returned therefore its possible contribution to the purge issues could not be fully investigated. The cause of the issue was not determined since product (console) was not returned.